Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified and extended investigation has been performed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. Section d4 (serial number) was updated from (B)(6) to (B)(6) based on extended investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified low glucose scan while wearing the adc freestyle libre 2 sensor compared to an hcp meter. The customer did not experience glycemic instability symptoms however was hospitalized "so that the sugar can be adjusted" by the hcp for 9 days. Sensor scans of 220 mg/dl, 67 mg/dl, 110 mg/dl, 102 mg/dl, and 180mg/dl compared to hcp blood glucose tests of 257 mg/dl, 127 mg/dl, 233 mg/dl, 186 mg/dl, and 201 mg/dl when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. No further information was provided. There was no report of death or permanent injury.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified low glucose scan while wearing the adc freestyle libre 2 sensor compared to an hcp meter. The customer did not experience glycemic instability symptoms however was hospitalized "so that the sugar can be adjusted" by the hcp for 9 days. Sensor scans of 220 mg/dl, 67 mg/dl, 110 mg/dl, 102 mg/dl, and 180mg/dl compared to hcp blood glucose tests of 257 mg/dl, 127 mg/dl, 233 mg/dl, 186 mg/dl, and 201 mg/dl when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. No further information was provided. There was no report of death or permanent injury.